Event description:
Following use of the alma harmony system at a user facility, a patient experienced burns and blistering at the treatment site. Investigation by alma lasers inc. Found that the resulting skin discoloration should resolve with appropriate care, however, recovery may take several months. Therefore, this incident is being reported in good faith.